Event description:
Pump declared a cartridge change error. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Customer followed instructions from technical support, including inspecting and cleaning the pump, which initially failed to resolve the issue. After further assistance, customer successfully filled and loaded a new cartridge and resumed insulin delivery.